Event description:
It was reported that the customer had cracks in the display on the insulin pump. The customer blood glucose level was unknown. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was received with minor scratched display window. Also unit received cracked case at display window corner. The unit was received with cracked battery tube threads. Pump received with cracked reservoir tube lip. The insulin pump was received with cracked display window.